Event description:
The customer contacted the siemens customer care center to report two discordant, falsely low sodium (na) results that had been obtained on two patient samples on a dimension exl with lm instrument during separate test runs. The discordant results were not reported to the physician(s). The samples were repeated in duplicate on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to bleach the waste line and purge it with water. The cause of the discordant, falsely low sodium results is unknown, as the samples resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.